Event description:
A report was received that following the permanent implant procedure, the patient was experiencing difficulty breathing and was unable to move the extremities. It was noted that the patient's symptoms were not device related and was caused by a metabolic induce edema within the spinal cord due to elevated levels of carbon dioxide (co2) because of the suppressed respirations caused by anesthesia. The patient was administered with steroids. The patient was doing well.